Event description:
It was reported the pt underwent surgical intervention to explant the octrode lead as it had poked through the pt's skin. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.